Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 02/2007, inratio: 6.2, lab: 3.5, mean: 4.85, confidence limits: 2.8-7.2. Date: the following day, inratio: 6.8, lab: 3.4, mean: 5.1, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. For the second set of data, the confidence limits cannot be determined. Products will be tested. Inratio precision data provided by end-user lot 060685: first test inr = >7.5, second test inr = 6.8, mean = na; sd = na; %cv = na. The %cv cannot be determined. Products will be tested.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 02/2007, inratio: 6.2, lab: 3.5. Date: the following day: inratio: 6.8, lab: 3.4. Caller alleged imprecision with inratio. Results as follows: first test inr = >7.5, second test inr = 6.8.